Event description:
It was reported by service report that there was no power to the bed. The power cord had been cut off the bed and there were reported exposed wires. No pt involvement or adverse consequences were reported.